Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Analysis of the returned fiber confirmed the reported laser did not fire event as analysis identified a connector fracture. The fiber was received in one piece. Microscopic inspection of the fiber tip indicated it was degraded. Laser fibers are consumable devices and expected to degrade with use. Analysis identified there was no light coming through the sub miniature a connector (sma) connector, indicating a connector fracture. The functional testing was performed. The following message was displayed: applicator has been used 3 times. Media provided by the customer shows a weak beam from the fiber when being fired. Fracture within the connector can occur during procedural handling of the fiber during setup, during use or during reprocessing. The fiber connector may have a developed a microfracture that with use or handling can become larger resulting in an insufficient aiming beam and low laser energy output, up to a complete inability for the fiber to fire. The IFU states: in the event of no output energy fiber connector may be hot to touch. Carefully inspect the fiber for kinks, punctures, fractures or other damage. If the fiber appears damaged, do not use the device. Return it to boston scientific for replacement. Based on the information available, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that the laser did not fire. The pedal was pressed several times. The fiber was replaced. The procedure was completed using the second fiber without patient complications. The fiber was returned and analysis identified a fractured connector.